Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. Subsequent measurements were observed to be within normal limits. It was reported that the patient has a left ventricular assist device. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi) and discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this device remains implanted and in service.